Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem ("check pad" messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The solder joint connecting the rear pulse wires were broken. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving "check pad" messages.